Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
Surgeon reported to the sales rep, another plate fracture which was confirmed on x-rays attached.

Manufacturer narrative:
The reported event that unknown_(B)(4)_product (anchorage plate) was alleged of 'implant breakage after surgery' could be confirmed based on provided x-ray. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on provided x-ray, we can see that bone consolidation did not occur, therefore this case is closed as patient related. Please note that the anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon reported to the sales rep, another plate fracture which was confirmed on x-rays attached.